Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 07dec2020.

Event description:
It was reported to philips that the rotating knob is not functioning. The device was not in clinical use at the time of the event. There was no report of patient or user harm. This issue occurred during daily routine checkup. The device was evaluated by a philips field service engineer (fse) who confirmed the reported issues. The rotary encoder and flex circuit cable were replaced and the device successfully pass performance specification testing after the repair was completed and was returned to service.